Event description:
Reportedly this pump was set to deliver 2cc of pain medication but delivered 1cc instead. The nurse then increased teh time to allow a dose to be delivered for pain relief to the pt. The pump also would not hold history or bolus. No injury to the pt occurred. This is a vague report with no add'l info available.